Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge "full." There was no reported adverse impact to the customer's blood glucose level. Before troubleshooting could start, customer disconnected the call.